Event description:
On (B)(6) 2013, at (B)(6) hospital, (B)(6)the customer reported that while using a cardiohelp (article number 70104.8012; serial number (B)(4)) on a patient, they received a venous probe alarm. There is no further indication or description of the alarm that was observed. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The field service technician (fst) checked the integrated venous input and found no problems or defects with the unit. The unit was returned to service. (B)(4).